Manufacturer narrative:
Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the device and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. The customer went to change the insulin pump a little bit ago, once it rewound all the way and got an insulin pump error and restarted. They stated that every time they rewound the insulin pump they got an error. The customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.